Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with 75% stenosis, a 3.5x15 xience prime stent delivery system (sds) was advanced via direct stenting. When pressure was applied to the sds, blood was observed to be coming into the indeflator. The 3.5x15 xience prime sds was withdrawn from the patient anatomy without deploying the stent. Reportedly, the proximal end of the support mandrel came in contact with the outer member and a tear was confirmed in the outer member around the area where the hypotube/support mandrel got kinked. Reportedly, outside of the patient anatomy a kink was found in the mid shaft area and the byonet portion of the hypotube was found to be kinked, approximately 7-8 cm from the guide wire port. A new xience prime stent was impanted to successfully treat the target lesion. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported kink and tear were confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Based on the information reviewed, there is no indication of a product deficiency.